Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was ¿malfunctioning¿. Contact did not have the pump at the time of the report. There was no reported impact to blood glucose. Customer reverted to using manual injections for insulin delivery. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.